Event description:
It was reported that "the user found it difficult to connect the adaptor to the flowmeter as the connecting part was so unstable. Therefore, a new unit was used instead". No patient involvement reported.

Manufacturer narrative:
Qn#: (B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the nut adaptor did not spin freely. No other issues were observed. Oxygen entrainment testing was performed and it was noticed during setup that the assembly of the nut adaptor and the upper body was unstable. Even with that condition, the sample was able to be tested on oxygen entrainment testing, but the sample failed the test. A visual inspection was performed and wear was found on the internal tabs of the adaptor. Based on the investigation performed, the complaint is confirmed. Although the complaint is confirmed, there is not sufficient evidence to assure that this issue was originated during the manufacturing assembly or molding process. The wear on the internal tabs of the adaptor was most likely caused by the end user during the connection of the adaptor into the flowmeter that causes an unstable connection issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the user found it difficult to connect the adaptor to the flowmeter as the connecting part was so unstable. Therefore, a new unit was used instead". No patient involvement reported.